Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient removed the device due to a skin irritation. Irritation was reported to be very red and sore. During a follow-up it was reported that the patient was still not wearing the device "due to sever skin irritation." The patient was planning on reaching out to the doctor but had not done so yet. Irritation did not improve. The patient's medical outcome is unknown.

Event description:
The patient followed up with the physician. The physician reported that the patient's skin irritation was due to an allergy to the glue on the patch. A us distributor contacted zoll to report that the patient removed the device due to a skin irritation. Irritation was reported to be very red and sore. During a follow-up it was reported that the patient was still not wearing the device "due to sever skin irritation." The patient was planning on reaching out to the doctor but had not done so yet. Irritation did not improve. The patient's medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.